Manufacturer narrative:
Sigma's testing of the returned device could not reproduce any flow rate/over-delivery error and the pump was confirmed to meet its performance specification. No device malfunction was identified. Review of the history log indicated the increase in the delivery flow rate was a result of use error; the titration key was pressed and the dose increased from the reported initial setting of 1mg/min (15ml/hr) to 2mg/min (30ml/hr) at 07:05 gmt (a rate increase of 100%), then increased from 2mg/min (30ml/hr) to 15mg/min (225ml/hr) at 07:11 gmt (an additional rate increase of 650% and a total increase of 210ml/hr). The pump issued two consecutive visual and audible alerts in response to the user's requested rate increase, and each alert required and received confirmation input from the user. No further user manipulation occurred until approximately two hours later (08:57 gmt) when the unit was in infusion complete alarm, at which time an additional volume of 50ml was added to the vtbi.

Event description:
Biomedical engineering requested sigma perform an evaluation of a pump that was "involved in incident that caused patient to go unresponsive" due to having "infused too quickly." The pump was being used in a cardio thoracic unit to infuse lidocaine. Bme review of the pump history log showed that the medication was being titrated and the soft limits were exceeded. The patient was placed on a ventilator as a result and subsequently recovered.